Event description:
A surgeon reported that the viscoelastic used during cataract extraction occluded both the incision and irrigation port of the phacoemulsification tip. A thermal burn was noticed at the incision site which was then sutured with three stitches. Another sclerocorneal incision was made for the procedure. At the finish of phacoemulsification and aspiration, the posterior capsule was mistakenly aspirated, and an intraocular lens was implanted out of the capsular bag. The surgeon observed corneal edema and astigmatism.

Event description:
The surgeon reports the pt has recovered.